Event description:
It was reported that a hair was found in the well packaged catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related (example: operator error/mishandling issue/environmental conditions). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structural composition: the product is composed of three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series is composed of tube body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Explanation of graphic symbols for label do not reuse do not use when the package is damage" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a hair was found in the well packaged catheter.